Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 104 mg/dl and the sensor glucose was 70 mg/dl. The customer¿s blood glucose was 130 mg/dl. The customer stated that pump was suspending low constantly and had issues with delivery anomaly with pump. Troubleshoot was performed and the customer stated that sensor glucose was suspending on low of 35-40 points. The customer had changed sites location with sensors and still got reading differently between the sensor glucose and blood glucose and also stated that the pump had issue was not dispensing or dispensing more insulin than it should. The product will not be returned for analysis.

Manufacturer narrative:
Device passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No insulin delivery anomaly noted during testing. Device functioning properly during testing. Device was programmed with test guardian 3 link and test plug simulator. Device communicated properly display the calibrate your sensor alarm properly after completion of the warm up. A calibration value was manually entered and device display the programmed value properly on the display graph. No sensor anomalies were noted or unexpected suspend alert noted during testing. Device sensor feature and auto mode connection are working properly. (B)(4).